Event description:
During an in-clinic follow-up, increased pacing impedance was recorded on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.